Event description:
It was reported that loss of capture happened before patient went into an episode that was rescued by the device. Capturing resumed right after the therapy and normal in clinic. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.